Manufacturer narrative:
The customer reported the patient's sample "appeared normal." The customer's calibration and qc results, and system alarm trace were requested but not provided. The customer's sample centrifugation speed and time were requested but not provided. The field service engineer replaced a solenoid valve, checked system alignments and tubing, and adjusted the probe rinse water volume. He performed precision testing with acceptable results. The customer ran calibration, qc, and precision testing and had passing results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable hdl-cholesterol gen.4 results for one patient tested on a cobas 8000 c 702 module. The customer reported the field service engineer recently replaced the instrument tubing and performed an adjustment on the rinse mechanism. The patient's initial hdl result was reported outside the laboratory. Due to the hdl qc "running erratically," the customer performed repeat testing with the patient's sample on a different c 702 module. The patient's initial hdl result was 26 mg/dl. The patient's repeat hdl result was 45 mg/dl. The customer determined the repeat result was correct. The hdl reagent lot number and expiration date were requested but not provided.